Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ there was foreign matter contamination. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: catheter 22g contaminated with organic material.

Manufacturer narrative:
Investigation: a review of the device history record was completed for sub-assembly #8016604 lot 7241687 manufactured from 31-aug-17 to 29-sep-17 in icam02 machine used in claimed lot 7270773. This lot was reviewed regarding the tests of ¿foreign matter¿ on the product and were not evidenced records that could lead to claimed defect. Received in bd sandy unused one unit in an closed package in accordance with 10-may-19, catalog 388312, lot number 7270773. The sample was received to franklin lakes for ftir testing on may 16, 2019. The spectral analysis shows that this material is most likely cellulose propionate (type of plastic). Even though there was no evidence of this issue during the investigation that could lead to this complaint, based on the investigation of the photos and ftir test it was concluded that the foreing matter is probably cellulose propionate (type of plastic) and the probable cause of the origin of this foreign matter is material resulting from the degradation by heat of cellulose propionate in the injection process.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ there was foreign matter contamination. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: catheter 22g contaminated with organic material.

Manufacturer narrative:
Medical device material #: 388312. Medical device lot #: 7270773. Medical device expiration date: 2022-09-30. Unique identifier (UDI) #: (B)(4). Device manufacture date: 2017-10-10.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ there was foreign matter contamination. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: catheter 22g contaminated with organic material.